Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ during the morning test of their device. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed a loose connection on the transfer relay assembly. The relay assembly was replaced and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.physio further evaluated the removed transfer relay assembly and determined that the loose connection on connector, designator p24 on the relay assembly resulted in thermal damage due to arcing, which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ during the morning test of their device. In this state, wrong defibrillation therapy may be delivered to the patient.there was no patient use associated with the reported event.